Manufacturer narrative:
Visual inspection; functional inspection; device history review; complaint history review; risk assessment; no manufacturing issues were discovered. All units were designed according to stryker specifications. The most likely cause of the reported event is the light cable being attached to a non-compatible light source. This would result in the charring present on the light cable, as well as the odor eminating from the light source. The surgical technique states that "light cable must be used with a light source that has been tested to iec safety standards, and is compatible with an acmi connection." The most likely cause of the reported event is the light cable being attached to a non-compatible light source. However, this cannot be confirmed.

Event description:
It was reported that; smell was coming out of light source. We switched to new a source. Notice end of light cable was charred. When we switched light units the smell dissipated. Few min later, surgeon pulled out light cable from light decompression tube immediately. Said it sparked. Update (B)(6) 2016: surgeon said he saw a spark inside tube which was in patient. Used replacement.

Event description:
It was reported that; smell was coming out of light source. We switched to new a source. Notice end of light cable was charred. When we switched light units the smell dissipated. Few min later, surgeon pulled out light cable from light decompression tube immediately. Said it sparked. Update (18-apr-2016): surgeon said he saw a spark inside tube which was in patient. Used replacement.